Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all the orders on the station were not crossed. The customer reported that this malfunction made the user unable to pull medication and caused a delay in dispensing medication to patients as the user was able to obtain the medications from the pharmacy stock. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all the orders on the station were not crossed. A technical support specialist confirmed that the issue was resolved where no details were provided by the customer. The system functioned as intended after the customer resolved the issue.